Event description:
According to the reporter, during a nose job procedure, the suture broke 30 minutes into the procedure when it was sutured to pass the first stitch. A new different suture was used to complete the procedure without issue. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.